Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a nissen procedure, the device was loaded with reload normally. While being used to suture intracorporeally the needle fell out of the endostitch device. Another reload was loaded onto the same endostitch and again the needle fell out of the endostitch device intracorporeally but was retrieved. Another endostitch device was opened and loaded with a new reload, and again the needle fell out of the device. Surgeon also felt the buttons on both endostitch devices were sticking. Another device was used without further consequences.